Event description:
It was reported the patient's device was explanted because the patient did not like it and was having panic attacks. No patient injury was reported and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 7489-51, serial# (B)(4), product type extension. (B)(4)

Manufacturer narrative:
Analysis of the stimulator revealed no anomaly. Analysis of the extension revealed no significant anomaly; it was noted the body had been cut and only the proximal end was return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.